Event description:
It was reported that the right ventricular (rv) lead exhibited increased impedance which is also high and out of range. The capture thresholds have also increased. The lead was reprogrammed to maximum outputs and remains in use. A lead replacement is intended. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4557m-53 lead, implanted (B)(6) 2992. (B)(4).